Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited a fracture. The patient presented for a lead replacement procedure. Prior to the procedure, fluoroscopy verified the lead fracture. The lead was capped and replaced on 11 mar 2025. The patient was in stable condition.